Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The pneumatic block was replaced to address the issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) indicating power to sensor board compromised. There was no patient harm or serious injury reported as a result of this incident.